Manufacturer narrative:
Concomitant medical products: 4549 bsx lead, implanted: (B)(6) 2013. Evolutr-34-us transcatheter valve, implanted: (B)(6) 2018. 5076-45 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to possible infection. The cardiac resynchronization therapy defibrillator (crt-d) and leads remain in use. No further patient complications have been reported as a result of this event.